Event description:
It was reported that this right ventricular (rv) lead was found dislodged a week post implant. A surgical procedure was done, and the lead was back in place. As of this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.